Event description:
This was a lead extraction case performed in the ep lab to remove one sjm riata 1581 from the rv. Using a 16f glidelight, the physician advanced to the site of the externalized conductors, paused to 're-grip" the lld, and noticed a slow decline in bp. Echo was used but no abnormalities initially found. Increasing loss of bp with non-response to pharmacologic therapy resulted in continued echo, which showed little to no movement in rv. At this time, it is suspected that either the patient had a cardiac infarction during the procedure, or had a pulmonary embolism due to thrombus on externalized conductors of the lead. Patient expired due to complete heart block in the rv.